Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (she had salpingectomy (bilateral).). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia and menorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and pelvic pain to be related to essure. The reporter commented: she received treatments for events pelvic pain, abdominal pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: plaintiff fact sheet received : case was upgraded to incident. Reporter¿s details updated and patient demographics were added. Essure indication updated. On (B)(6) 2012, she explanted essure. Injury events was updated to pelvic pain, abdominal pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.